Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins). The reason for call was caller inquired if it was okay to decrease stimulation so they would not feel it as much, but after attempting to decrease the stimulation they continued to feel the stimulation. Agent reviewed how to change the stimulation and information on programs. Agent also provided caller and pt education on how to charge the ins and the controller. Caller confirmed the controller was at 100% and the ins was at 60%. Caller confirmed recharging excellent. Agent reviewed to reach out to their managing healthcare provider (hcp) if the stimulation becomes uncomfortable and decreasing the stimulation does not help. Additional information from the patient indciated that the circumstances that led to feeling stimulation after attempting to decrease was "burning, burning, burning." They stated that they have a burning sensation at the implant site, and it does not stop and continues to their stomach. Patient stated the issue was been ongoing since december. Patient has an appt on feb 22. Patient does not know how much they weigh when the issue began and stated they have lost some weight. Patient asked if the device can cause hair loss, patient was redirected to their healthcare provider (hcp).